Manufacturer narrative:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -1.00 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted and exchanged due to refractive surprise on (B)(6) 2018. The problem was not resolved. (B)(4)

Manufacturer narrative:
Device evaluation: product evaluation found the lens returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic broken. Dimensional and functional inspection found the lens to be within specifications. (B)(4)

Manufacturer narrative:
PMA 510(k): this product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4)

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -01.00 diopter, in the patient's right eye (od) on (B)(6) 2016. The surgeon noted a refractive surprise and plans to explant and exchange the lens but to date the lens remains implanted.